Event description:
It was reported that a large volume intermate had particulate matter inside the bladder. This was found before use. The device was filled with caspofungin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured november 14, 2014 to november 17, 2014 the device was received for evaluation. Visual inspection noted white particles ranging between 0.92 to 2.35 mm in length, floating in the fluid of the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy spectrophotometer scanning. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.